Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component code, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, resistance between system components (inability to advance through sheath), punctured sheath liner, sheath damage, and system components separating during use were confirmed based on the evaluation of the provided device imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Furthermore, no abnormalities were reported during device unpacking or preparation. An increased body mass index (bmi) could contribute to non-coaxial alignment between devices by promoting steep angulation and/or unfavored trajectory for the sheath placement, making it more challenging to advance the delivery system through, leading to resistance. Additionally, it was reported that the valve had continued to be deployed although the entire system was protruding through the sheath liner. This could lead to further resistance as the valve was no longer advancing within the intended sheath trajectory. As such, available information suggests that procedural factors (steep insertion angle) may have contributed to the resistance event. A steep insertion angle can promote non-coaxial advancement trajectories. High push forces coupled with non-coaxial advancement trajectories can lead to liner puncture due to direct interaction with the misaligned crimped valve. While anatomical characteristics could also contribute to the sheath sustaining damage either directly (e.g. Via sharp calcium nodules) and/or indirectly (via tortuous/restricted vasculature), without imagery of the patient's anatomy or related details being provided, their potential contributions were unable to be assessed. As such, available information suggests that procedural factors (steep insertion angle, high push forces) may have contributed to the liner puncture issue. It was reported that the crimped valve began 'slipping off' during delivery system withdrawal. It is possible that the valve struts could catch on the sheath shaft, leading to hdpe material shearing and separation when attempting to retrieve misaligned/displaced valve back into sheath. Additionally, it would be possible for the hdpe material to sustain adverse physical interactions with crimped thv during non-coaxial system advancement through punctured sheath if compounded by high push force. As such, available information suggests that procedural factors (valve caught on sheath) may have contributed to the system component separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by the field clinical specialist, during a transseptal mitral valve replacement procedure with a 29mm sapien 3 ultra resilia valve, there was a vascular complication and the valve was not implanted after it went through the side of the sheath and could not be safely removed. The procedure was initiated via access through the right femoral vein, and no difficulty was encountered inserting the esheath into the patient, despite the patient's elevated bmi and a steep angle of approach. The expansion tool (esheath+) was used, and the loader was fully inserted into the esheath housing without issue. As the valve was advanced through the sheath, the physician was monitoring the wire and not the valve itself. When resistance was encountered and the team panned down fluoroscopically, it became apparent that the valve had exited the sheath through its wall, approximately halfway down and just outside the non-expandable section. The valve never emerged from the distal tip of the sheath. Despite this, the sheath was further advanced a bit by the physician. The sheath had split longitudinally along its body, causing the valve to poke out and bend backward in a configuration likened to a candy cane. As the physician attempted to withdraw the assembly, the valve began slipping off the delivery system. Out of concern for vessel damage, the team opted to remove the sheath and delivery system while leaving the valve behind. Active bleeding in the iliac vessel was identified, prompting vascular intervention and stent placement. A surgical cutdown was performed 3 days post-procedure, at which time it was confirmed that the valve was not within the femoral vein. The valve appeared intact but was ensnared within the sheath. No other edwards lifesciences devices were reported damaged. The physician believed the root cause of the sheath penetration to be the steep insertion angle.

Manufacturer narrative:
A supplemental MDR is being submitted, due to completed imaging review. B4, g3, and h2 have been updated. Additional information has been added in b5 and h10, and h6: device problem has been corrected. The investigation for this report is ongoing.

Event description:
The provided device-related imagery was reviewed and showed the delivery system and thv punctured through the sheath, the sheath liner is torn with accessory tool protruding through the torn liner, hdpe along distal sheath shaft appears damaged, and sheath material (hdpe, liner) is torn off and stuck on thv.